Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had an unexplained motor error alarm on the insulin pump. Customer had to restart the rewind to complete. Customer had priming malfunctions and cracks at the battery casing. Customer had condensation inside the screen and the act or esc buttons were sticking. There were also unexplained no delivery alerts. No further assistance needed.